Event description:
A customer contacted baxter's technical service center regarding a check lines & bags alarm that appeared on the homechoice (hc) display while refilling the heater during fill. The technical service representative (tsr) advised the home patient (hp) to push in bag spike and give half turn, and when doing that, the hp stated that the spike came out of the bag, but no solution came out. The tsr advised hp to end therapy and start over with new supplies. The hp stated that he could not do that because he was not strong enough. The tsr recommended that he end therapy and call his nurse regarding missed therapy and explain what happened. The tsr then assisted hp with the end therapy early procedure. The hp ended therapy and agreed to call the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on 04/13/2010 regarding the spike coming out of the bag during troubleshooting the alarm, the hp confirmed that he did not observe any defects on the supplies. The hp also confirmed that the separation event did not cause any adverse event. The hp stated that he is doing fine and continuing therapy. The hp stated that he had discarded the supplies then, and did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.